Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high/low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer reported requiring unspecified healthcare provider treatment. Further details of the medical event were not provided. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown device, unknown app version and unknown os version. The high/low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer reported requiring unspecified healthcare provider treatment. Further details of the medical event were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for missing low alarm. Attempted to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the operating system, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.